Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing to calibrate due to a tank thermistor (error 51). The clinical manager also forwarded the case data that showed the device was not cooling due to a failed mixing pump. Also requested a quote for a device repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing to calibrate due to a tank thermistor (error 51). The clinical manager also forwarded the case data that showed the device was not cooling due to a failed mixing pump. Also requested a quote for a device repair.